Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) sensed paced beats but failed to detect intrinsic rhythm and ventricular sensed beats (vs). The icm remains in use. No patient complications have been reported as a result of this event.